Event description:
It was reported that there was an increase in no disposable alarms while using the cassettes. No adverse patient effects were reported by the customer.

Manufacturer narrative:
No product was returned; therefore, the reported complaint could not be confirmed and the root cause could not be determined. If the product is returned, this complaint will be reopened for further investigation. No problems or issues were identified during this device history record (DHR) review.